Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular - rv lead exhibited high capture threshold. During procedure when attempting to reposition the rv lead the helix was unable to retract or extend. The lead was explanted and replaced. It was noted that there was tissue stuck to the helix. The patient was in stable condition.